Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent and weakness. The cause of the events was not reported. On an unreported date, the patient was admitted to the hospital due to the cloudy pd effluent and weakness. Treatment was not reported. No further detail was provided regarding the outcome from the event or whether dianeal therapy was ongoing. No additional information is available.